Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21199. It was reported the pt experienced a fall recently, and since the incident, he experienced loss of stimulation in addition to a shocking sensation through the right scs lead. Diagnostic lead testing did not reveal anomalies. Subsequently, the pt underwent surgical intervention to replace one of the scs leads. The other scs lead was repositioned to provide improved stimulation. It was reported the physician observed a fracture on the explanted/replaced lead.